Event description:
It was reported that the patient received an inappropriate shock, there was high impedance, oversensing, blood behind the outer insulation, and the lead appeared broken. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; full lead in segments returned for analysis. Analysis findings are consistent with the field advisory for this device.